Event description:
This is the third of three reports (same patient, same procedure). This report is in regards to product ID 10-17-0001 coral locking screw assembly. During a laminectomy surgery of the lumbar spine t7-s1 to correct an adult deformity, two coral locking screw assembly devices sheared. The threaded component separated from the saddle. The devices were discarded by the user facility. Spare devices were available and the surgery was completed without harm to the patient and was not delayed more than 5 minutes.

Manufacturer narrative:
The devices involved in the reported incident were discarded and not available for evaluation. An investigation has been initiated based on the reported information.